Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to sense a closed door. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue, with no action required to address the allegation. A review of the event history log revealed multiple shut door - power off messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device was determined to be within specification and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not sense a closed door during an unspecified process step. There was no patient involvement. No additional information is available.